Event description:
It was reported that the patient experienced prolonged high blood glucose while using the ilet system with an inset infusion set on the right abdomen and a fsl3+ cgm, with cgm showing 370 mg/dl and a confirmatory glucometer value of 291 mg/dl after the patient disconnected from the ilet and administered subcutaneous insulin by pen; the patient reported proper meal announcement, a tubing-only supply change, and no bent cannula, and was advised not to reconnect immediately to avoid insulin stacking. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involved, and no findings were available to link the event to a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.